Event description:
It was reported that the customer stated that unable to deflate 10ml balloon on foley catheter. Cut balloon port with no success to balloon deflation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Dfmea # ra0301351, revision 15 was reviewed for this investigation. The reported event is addressed in step/item # 215. Based on this review the risk is within the expected range. (B)(6)., rev 1 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that unable to deflate 10ml balloon on foley catheter. Cut balloon port with no success to balloon deflation.